Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible intermittent undersensing and  decline in sensing noted on stored electrograms (egm). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.